Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd secondary set was kinked the following information was received by the initial reporter with the following verbatim : "kindly note that upon my visit today to the hospital , I met with the oncology pharmacy who informed me that they have further incidents with the same product. " - related with pr#(B)(4). 9/nov/23: email from the bd sales rep: "I have managed to reach to the customer who was on sick leave. As per his feedback the events reported are exactly the same as : (B)(4). Incident of chemo spill due to breakage of the secondary set.- verbatim from (B)(4) please be informed that so far we had incident of chemo spill due to breakage of the secondary set. We have been using the same set for many years and never faced such issue. This can result in wastage of very expensive chemo medication and accidental exposure for end users. Accidental hd (chemo) exposure to end user during preparation in the pharmacy and administration. The users have reported a noticeable kink in the set between drip chamber and the tube

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer observed kinked tubing at the drip chamber tubing joint. The product in use at the time is reported to be a 72213n-0006 from lot 22099029. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22099029 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. However, previous investigations into similar feedback has confirmed that kinked tubing typically occurs as a result of inadequate coiling of the set prior to packaging and sterilisation; this is a manual process and it is likely to have occurred due to human error. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 72213n-0006 in the past 12 months.

Event description:
No additional information.